Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is +(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had balloon broken during use. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit, checked pim and no blood was found. The fse could not duplicate the reported. All functional and safety checks were performed. Returned machine to customer for clinical use.